Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device was filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement with a prostar xl device was attempted in the right common femoral artery using the preclose technique prior to an abdominal aorta endoprosthesis procedure. The arteriotomy was 7fr and during the interventional procedure, the sheath was upsized to 18fr. Reportedly, only two of the four needles emerged from the top of the barrel. A second prostar xl device was used but failed to achieve hemostasis. Surgical intervention was required to achieve hemostasis. There was no reported adverse patient sequel. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported failure to deploy the needles could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: the backdown technique was performed prior to device removal. There was moderate resistance when rotating the handle. The second prostar xl device was used with the same results. No additional information was provided.